Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2019, it was reported that the patient underwent an MRI sometime before their pump was replaced and they got itchy when the pump was turned off during the MRI. The issue was resolved when the pump turned back on. The patient noted that they were currently having an MRI of their shoulder because they were hit by a car in their wheelchair. Neither the MRI nor the patient being hit by a car while in their wheelchair were considered related to the patient's device or therapy. No further complications were reported.